Manufacturer narrative:
Follow-up #1: date of submission: 03/22/2017. Device evaluation: the pump has been returned and evaluated by product analysis on 03/15/2017 with the following findings: during investigation, an error 1 occurred immediately when the meter was powered on. The pump and meter were unable to be paired together because the error 1 message was unable to be cleared.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter called and alleged that an error 1 message occurred and could not be cleared. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.